Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 17:51:33. During night drain cycle four, the patient's ultrafiltration reading was 1540ml, indicating the home patient (hp) drained 1540ml more than their maximum programmed fill volume of 2100ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the issue was identified during the review of the event history logs. The cause was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is obtained, then a follow-up report will be submitted.